Event description:
Customer stated "the cord caught fire where the cord comes out of the switch." The product was returned for investigation. The product was approx. 50 years 11 months old when the incident occurred. The pad was manufactured in january 1967. The inspector observed that all components of the product were working except for the cord. The cord had a cut near the switch. This is likely due to excessive flexing of the cord over an extended period to time. The cord had been wrapped underneath the switch while in use, which caused the cord to split and spark. Pad was bunched, this is observed when the pad is folded/ laid on during use. Customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot.